Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor had part of the electrode missing. It was reported that the sensor was retracted into the connection pad. It was reported that replacement was requested. No further information provided.